Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the forceps channel port and in the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. There were no deviations from the instruction manual in the reprocessing steps at the material residue point. Additionally, there was no physical damage was confirmed at the place where the foreign material remained. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in " cf-h185l/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.